Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the patient monitoring going down and coming back up. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer but was unable to remotely access the customer system. A philips field service engineer (fse) was dispatched. The fse logged in and monitored the system. The fse confirmed that the system went to local mode then reconnected before resuming operating. Based on the available information, the fse indicated that the system appeared to have updated and then the application restarted. While an application restart is not considered an excess loss of monitoring, the customer alleged the systems were constantly rebooting. This will be reported out of an abundance of caution. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.